Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The catheter of the tge373715 conformable gore® tag® thoracic endoprosthesis was returned to gore and an engineering evaluation was performed. The investigation revealed that the leading olive was separated from the remainder of the catheter body. The condition of the leading end of the gore® tag® thoracic endoprosthesis catheter was indicative of necking and breaking of the dual lumen. The condition of the interior of the gore® tag® thoracic endoprosthesis leading olive was indicative of necking and breaking of the dual lumen. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the leading olive detaching from the ctag catheter was the retraction of the catheter against resistance. As the gore® dryseal sheath was not available, an engineering evaluation was not performed.

Event description:
On (B)(6) 2016, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. Great difficulties were experienced when attempting to advance the endoprosthesis through an extraordinarily tight valve of a dsl2428 gore® dryseal sheath. The valve was inflated with approximately 2cc and was thus not overly inflated. The physician however managed to pass the valve of the sheath and advance the conformable gore® tag® thoracic endoprosthesis to the intended location where it was successfully deployed. When retracting the device catheter from the patient through the sheath, the leading olive was separated in the valve of the sheath. The procedure concluded as planned and no patient injury was reported.